Event description:
As reported, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. Follow-up images revealed a gap between the devices, resulting in a type iii endoleak. In 2008, an additional gore tag thoracic endoprosthesis was implanted. The gap and the endoleak were repaired and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.